Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent system to treat a moderately tortuous and moderately calcified lesion in the distal left anterior descending (lad) artery. The device was not inspected and negative prep was not performed. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a stent dislodgement occurred during delivery. It was also reported a concern whether to rotate the rotor while trying to bring the device to the periphery of the lad. It was unknown if there was a nurd when analysing the intravascular ultrasound (ivus). A gooseneck snare was used to try to retrieve the stent, but it could not be pulled into the sheath. The surgeon cutdown the brachy and removed the stent. No patient injury reported.

Manufacturer narrative:
Additional information: additional information: an attempt was made to use one resolute onyx coronary drug eluting stent system to treat a lesion with 75% stenosis. There were no difficulties noted when removing the protective sheath from the device. The lesion was not predilated. Rotor was not used. Ivus confirmed moderate calcification. The stent was removed by surgical procedure near the elbow. Product analysis: the stent was not present on the balloon but was returned for analysis. The dislodged stent returned entangled on a part of a guidewire and a snare device. Deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. Contrast visible in the distal balloon. The balloon folds were partially expanded. No deformation to the distal tip. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis/image review: from the images provided, a lesion can be identified in the lad. An attempt was made to deploy a stent in the location of the lesion however, this was unsuccessful. The mechanism of stent dislodgement was not captured. A snare was required for the removal of the dislodged stent from the vessel. Resistance was observed when an attempt was made to withdraw the dislodged stent through the guide catheter, the entire system was removed. The procedure was completed with the lad being stented. No time stamp information is available for the procedural images received for this case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.